Event description:
During a pancreatoduodenectomy procedure, center part of steple line had malformed staples. This occurred at the 2nd firing. Another like device was used to complete the case. There was no adverse consequence to the pt.